Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and an insulin flow blocked alarm. The customer's blood glucose was 600 mg/dl at the time of incident. The customer also reported being hospitalized on (B)(6)2017 with a high blood glucose of 400 mg/dl. The customer reported receiving insulin flow blocked alarms prior to the hospitalization. The cause of the hospitalization was diabetic ketoacidosis and a possible pump malfunction. The customer was disconnected from the insulin pump for greater than 48 hours prior to the hospitalization because they did not trust the pump. The customer was being treated with manual injections before the hospitalization. The customer was able to resolve the insulin flow blocked alarm with an infusion set change. Customer's current blood glucose was 177 mg/dl. The insulin pump will not be returned for analysis.